Event description:
Staff are finding that various fluids (including blood, IV solutions etc) leak through the pump mechanism to the internal components (circuit boards) of the pump. Routine and extensive external cleaning of the pumps have been insufficient. Disassembly and extensive internal cleaning by facility's clinical engineering department has been required to prevent the use of contaminated equipment for pt care.